Event description:
It was reported that the patient experienced worsening symptoms following water vapor therapy treatment, due to a collapsed or restricted urethra. Although the procedure reduced the size of the prostate, it also caused this urethral issue. According to the patient, the symptoms were worse after treatment than before.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced worsening symptoms following water vapor therapy treatment, due to a collapsed or restricted urethra. Although the procedure reduced the size of the prostate, it also caused this urethral issue. According to the patient, the symptoms were worse after treatment than before.